Event description:
It was reported by the sales rep that the endoplege cannula's balloon was defective. "Once they realized the balloon was defective, they removed it and replaced it with another one." There was no reported patient injury. The balloon was found to be leaking.

Manufacturer narrative:
Device received and is currently under investigation into root cause.

Manufacturer narrative:
Evaluation: the endoplege coronary sinus catheter was returned from the customer. Some dried blood was visible on the returned components. The catheter was visually inspected and no visual defects were found on the catheter. The balloon was inflated with a 2 cc syringe of water. The balloon was found to be leaking at the distal bond. A device history record review was performed and no non-routine non conformances were observed during the manufacture of this lot. Evaluation of the returned device showed that the distal bond of the balloon has delaminated. A CAPA was initiated for this defect and is currently in the effectiveness phase. The manufacture of the catheter has been discontinued at the contract manufacturer. The catheter is now replaced by the next generation proplege device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.